Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one sample were provided to our quality team for investigation. Upon inspection of the photo, it cannot be clearly identified if there is a particle within the syringe or a scratch on the device. The physical sample was evaluated, no foreign matter was identified within the syringe, however, a scratch was observed in the same area shown within the provided photo. A device history review was performed for the suspected lots 2501055 and 2501119, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the observation. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The areas where the product moves within the manufacturing equipment are protected to avoid any damage to the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found during these inspections. Based on our investigation, no foreign matter was found within the device, a scratch on the barrel was observed in the area shown within the photo. While we could not identify a direct issue, the scratch likely generated due to the movement of the product within the manufacturing equipment. To date, there have been no other similar events reported for either suspected lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: the pharmacy of the (B)(6) hospital has received a report about the following article: definition: bd plastipak 20 ml, ref: 300629, fate (B)(4). Complaint: is there a hair in the syringe? See photo. Syringe was rinsed with water for injection afterwards. Response received on 14-apr-2025: based on the information you provided -"syringe was rinsed with water for injection afterwards", was the device used on the patient? No. Please provide the information, if the hair was around the outside of the syringe, or inside the syringe barrel? Inside the syringe barrel. Only used in the pharmacies for medication preparation.